Event description:
N/a

Manufacturer narrative:
A getinge fse evaluated the unit and found that it was not showing battery charging indicator while connecting on mains. He further checked the the unit and found the power supply was suspected to be defective. The fse replaced the power supply and then performed all functional test per factory specifications. The unit passed all tests performed and was handover to customer in working properly condition.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit's battery charging indicator is not coming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.